Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements greater than 3000 ohms in addition to no capture at the maximum output. Also, there was noise observed in stored episodes and noise was reproducible with isometric testing. The patient was noted to receive pacing therapy less than one percent (1%) of the time. The patient will be referred to an electrophysiologist (ep) for a possible lead revision. The lead remains in service at this time. No patient symptoms or adverse patient effects were reported.